Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was reported that the non-medtronic guidewire was unable to pass though the nose cone of the delivery catheter system (dcs). The guidewire was inspected prior to use and no damage was found. It was reported that the delivery catheter system (dcs) had scar tissue obstructing the nose cone. The patient had previous surgery at their access site. Due to the previous procedure, the area needed to be prepared better for the dcs. Scar tissue was built up within the area due to the previous procedure. Subsequently, a new dcs and valve was used. No adverse patient effects were reported.